Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered multiple shocks and anti-tachycardia pacing (atp) for a sinus tachycardia event. This is considered a reportable malfunction as this device is not intended to treat atrial arrhythmia and critical therapy was not available at some point as there was evidence of therapy exhaustion. The device therapy zone was going to be reprogrammed to avoid this from happening again. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks and anti-tachycardia pacing (atp) for a sinus tachycardia event. This is considered a reportable malfunction as this device is not intended to treat atrial arrhythmia and critical therapy was not available at some point as there was evidence of therapy exhaustion. The device therapy zone was going to be reprogrammed to avoid this from happening again. The crt-d has been returned for analysis without any additional allegations and after several years of being implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.